Event description:
The customer reported that the day following the operation, there was a burn on the right thigh of the patient where the return patient electrode had been placed. The return patient electrode, a product from control graphic (a non-covidien product), had not been kept since the burn was not noticed until the next day.

Manufacturer narrative:
Covidien reference # : (B)(6). Date of initial report: (B)(6)2010. The operating team reported that, though a covidien generator was mentioned in the report, the generator is not considered to be the faulty product. The generator was not returned to covidien service, france and is currently in use by the customer. If the generator is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.